Event description:
Customer reported that two specimens from individuals known to be positive for sickle cell trait tested negative with this product. No reported death or serious injury was associated with this incident.